Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and a balloon pinhole was noticed. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.